Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had an "episode" and they did not believe the implantable cardioverter defibrillator (ICD) "went off." The device remains in use. No patient complications have been reported as a result of this event.